Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodular lump and cloudy fluid are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of skin irritation and fluid discharge: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to : ¿ induration or nodules at the injection site. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported that a patient was injected in the tear troughs and lips with one syringe of juvéderm® volbella® with lidocaine and "three to four days" later developed a single nodular lump on the right tear trough. Hyaluronidase was administered as treatment about 3.5 weeks following symptom onset and symptoms "receded a little bit" but not completely. Additional treatment with doxycycline, prednisone, and an antihistamine were given an unknown time following symptom onset. Healthcare professional also aspirated some "cloudy fluid" from the affected area which was sent for a culture. Healthcare professional felt if symptoms ¿would have kept growing, it could have affected the eye." One week following treatment, the patient was seen for follow-up and a ¿5 mm lump¿ was present. At that time, ¿more hyaluronidase injected¿ and patient had a ¿2-3 mm lump at end of visit" that was "stable and not problematic."

Event description:
Additional information: symptoms have resolved.

Manufacturer narrative:
Additional information:

Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported that a patient was injected in the tear troughs and lips with one syringe of juvéderm® volbella® with lidocaine and "three to four days" later developed a single nodular lump on the right tear trough. Hyaluronidase was administered as treatment about 3.5 weeks following symptom onset and symptoms "receded a little bit" but not completely. Additional treatment with doxycycline, prednisone, and an antihistamine were given an unknown time following symptom onset. Healthcare professional also aspirated some "cloudy fluid" from the affected area which was sent for a culture. Healthcare professional felt if symptoms ¿would have kept growing, it could have affected the eye." One week following treatment, the patient was seen for follow-up and a ¿5 mm lump¿ was present. At that time, ¿more hyaluronidase injected¿ and patient had a ¿2-3 mm lump at end of visit" that was "stable and not problematic."